Event description:
In 2006, this pt presented with a contained ruptured aneurysm (location unk) and was treated with gore excluder aaa endoprosthesis. There was no sign of endoleak at the end of the procedure. In 2009, f/u and angiography revealed aneurysm growth with no sign of endoleak. Three days later, a second procedure was performed whereby two add'l aortic extender component were implanted to extend upward to the renal arteries (proximal to the trunk). The original trunk-ipsilateral leg component was implanted low to treat the ruptured aneurysm. The pt tolerated the procedure. No further info was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Add'l devices implanted during initial procedure.